Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 27 to 47 mg/dl at the time of the incident. The customer was at 105 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Customer stated they went low without giving any boluses. Troubleshooting was completed and the customer believes the pump over delivered insulin. Customer was also getting power error alarms and replace battery now alarms, without preceding low battery alarms. The insulin pump will be returned for analysis.